Event description:
It was reported that an asymptomatic patient presented to the emergency room after receiving a notifier. Non-sustained lead noise due to post-paced t-wave oversensing was observed.. Programming changes were made and patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.